Event description:
It was reported that the patient is scheduled for MRI and indicated the device has not been working since 2004. The patient thinks its broken. Additional information received from the consumer reported they didn¿t know when the devices stopped working, but they suspected one side stopped working quickly after installation. The patient¿s new physician said the patient had to have an MRI even though the MRI department warned the patient to not do this. The MRI started and it started to hurt their scalp. It was run for only a few minutes and was stopped. Following this the patient started walking slowly, having balance issues, and being confused. Soon after the physician stopped treating the patient as well. Years later the patient was diagnosed with seizures which they always suspected was related to the dbs. The patient went to a new physician who determined one side was broken and permanently turned off with one side still working. The physician replaced the battery on that side, but they ended up getting a serious infection from the surgery as they hit their head really hard possibly breaking one of the leads. The physician permanently turned off all of the dbs. The patient no longer had seizures after turning off the broken devices.

Manufacturer narrative:
Section d references: product ID: 7426, serial# (B)(6), implanted: (B)(6) 2004, product type: implantable neurostimulator, product ID: neu unknown, lead, serial# (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: (B)(6). H10. Other implanted system referenced in regulatory report #9614453-2023-03671. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.